Manufacturer narrative:
The device with the lens was returned in the carton. The plunger lock and lens stop have been removed. The plunger is oriented incorrectly and advanced just into the nozzle entry. The plunger has overrode the lens in the lens loading area. The leading haptic is in front of the optic positioned under the plunger. The trailing haptic is folded onto the optic surface. Product history records were reviewed and the documentation indicated the product met release criteria. A qualified viscoelastic is indicated. The device was inspected and the plunger was oriented incorrectly upon return. The plunger override and incorrect orientation of the plunger in the device was most likely interpreted as the complaint. The plunger was potentially oriented incorrectly during the assembly process. Plunger placement is conducted with a plunger/main body assembly fixture. The fixture is designed to ensure the proper orientation and placement of the plunger in the device. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received reports the injector was faulty because it was 'stuck' and stiff. There was no reported patient harm.

Manufacturer narrative:
Evaluation summary: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported the intraocular lens (iol) in a preloaded delivery system was faulty. Additional information was requested.